Manufacturer narrative:
Product ID 3888-45, lot# va042kc, implanted: 2013 (B)(6); product type lead product ID 3888-33, lot# va06mg2, implanted: 2013 (B)(6); product type lead product ID 3998, lot# va0ajmd, implanted: 2013 (B)(6); product type lead product ID 3708260, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708220, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 3888-45, lot# va042kc, implanted: 2013 (B)(6); product type lead product ID 3888-33, lot# va06mg2, implanted: 2013 (B)(6); product type lead. (B)(6).

Event description:
It was reported that the patient¿s peripheral nerve stimulation leads were revised. The leads were revised because, the patient never had therapeutic effect. The patient was getting less than 50% therapy relief on the right side implant. The existing leads were rerouted into a location superior to their previous placement to cover the patient¿s pain. There was no diagnostic testing or troubleshooting required and the issue was caused by the lead location. The two quad leads were originally directed in a caudal direction from the implant incision in the right side of the patient¿s lower back. The anchor sites were exposed and the leads were redirected in a cephalad direction from the same incision and re-anchored. The coverage after surgery was very good. The patient was recovering fine and was very happy with their therapy coverage.